Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue: cracked battery compartment with intermittent power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: on examination, the battery compartment was intact and without damage. Investigation did not duplicate the damage complaint. The returned battery cap was damaged with stripped threads and was not able to secure to the pump properly to maintain electrical connection. With the damaged cap in place on the pump, power interruption was duplicated. A test cap was placed on the pump and was able to maintain electrical connection. The pump was exercised for 12 hours without any interruption in power with the test cap in place.